Event description:
It was reported the patient had headaches and increased spasticity. Side-port diagnostic testing was performed; results were not reported. The spinal site was surgically opened and the catheter was cut. The pump segment of the catheter was working properly but no fluid was dripping from the spinal segment. It was determined the intrathecal/distal catheter segment was blocked. The distal catheter segment was tied off and left in the patient. A new distal catheter segment was placed and used with the existing pump segment. The outcome of the event was unknown at time of report. The pump was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).